Event description:
Company representative reported via email that the customer was called regarding the insulin pump upgrade and the customer reported that the reservoir leaked and he found insulin inside the insulin pump. Condensation could be seen inside the screen. Customer also complained about having to frequently change the battery and the insulin pump rejecting the batteries. Blood glucose value is unknown. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-21683.